Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that line down the middle of the screen with flickering. The customer stated that they received random unexpected no insulin delivery alarms and crack around the battery cap and insulin pump sounds a little louder when rewound. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.